Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 year 11 months post implant of two perfix plugs (device #1 and #2) and a bard flat mesh (device #3), patient was diagnosed with abdominal pain, nerve damage, adhesions and underwent explant of all three meshes. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the bard flat mesh (device #3). An additional supplemental emdr was submitted to represent perfix plug (device #1) and an emdr was submitted to represent perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: not returned.

Event description:
Per information provided by the patient's attorney: (B)(6) 2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with two perfix plugs (device #1 & device #2) and a marlex mesh (bard flat mesh) (device #3). Per the operative notes, "a small indirect hernia sac was reduced and repaired with small perfix plug (device #1). A large hernia defect was reduced and repaired with a large perfix plug (device #2). A reinforcing onlay marlex patch (bard flat mesh) (device #3) was placed over the entirety of the inguinal floor and sutured.". (B)(6) 2011 - patient was diagnosed with left inguinal pain and probable nerve entrapment thereby underwent exploration of the left groin, neurolysis, repair of resultant left inguinal hernia along with explant of previous meshes and right colectomy. Per the operative notes, "the screen material densely adherent to the underlying fascia. The screen (marlex mesh (bard flat mesh)) was then carefully dissected (device #3). Two nerves were identified, one of which was directly adherent to the screen on the posterior aspect and were divided. Two perfix plugs (device #1 & #2), a smaller one laterally and a larger one in the floor of the canal were dissected free and was only adherent to the inferior epigastric vein. The mesh was removed completely. This left a moderate-sized direct defect. A sheet of synthetic mesh was placed and sutured.". Attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries.